Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was giving high readings. (B)(6) 2011 caller took blood test and got a higher reading than usual (can not remember the reading and doesn't have meter at this time) so he dosed with insulin, he then bottomed out and was the paramedics were called and responded. When they arrived the stated that his bg level was 50mg/dl after he had some juice and glucose gel. Controls used are in range. Replacing product.